Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The current blood glucose reading is 168 mg/dl. The blood glucose reading at the time of the event was 160 mg/dl. Customer experienced muscle spasms and headaches. Nothing further reported.